Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction that may have caused or contributed to this event. As the healthcare provider indicated, no additional details will be released confirming this is not an edwards' device issue.

Event description:
It was reported that an edwards' mitral annuloplasty ring was explanted after an implant duration of 106 days.via additional follow-up, the healthcare provider indicated, " the explant reason is severe mitral valve regurgitation (s/p CABG and mitral valve repair using ring on (B)(4) 2011). Mitral regurgitation is not device related, patient had lv hypertrophy, therefore per surgeon no op report will be submitted".no additional information was provided.